Event description:
The MFR received information alleging a clip broke off a pt circuit's exhalation port. There was no harm or injury reported.

Manufacturer narrative:
The exhalation port was returned to the MFR for eval and the customer's complaint was confirmed. One of the clips which hold the exhalation port together was broken. The MFR concludes the broken clip was due to excessive force being applied to the exhalation port.